Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5156661.

Event description:
It was reported via voluntary medwatch that a right ventricular (rv) lead had inappropriate shocked a patient due to noise over-sensing and lead fracture. It was also noted that there was an acute rise in pacing impedance. The rv lead was capped and replaced. Patient condition was not provided.